Event description:
It was reported that ¿on or about (B)(6) 2007,¿ an ams product was implanted to treat pelvic organ prolapse. Plaintiff¿s attorney has alleged that, as a result of having the product implanted in her, ¿plaintiff has suffered, and will continue to suffer serious bodily injury, mental and physical pain and suffering, social and emotional distress,¿ including the need for medical services and re-operations and has severe, debilitating and irreversible injuries and conditions and other damages.

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.